Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that he was hospitalized for dka and a blood glucose (bg) level of over "1200 mg/dl" on (B)(6) 2011. The patient claimed that he woke up the morning of (B)(6) 2011, and believes his bg level was fine. However, the patient recalled that he was dry heaving and nauseated also that day. At an unspecified time later that day, the patient reportedly lost consciousness by a refrigerator. The patient's wife reportedly found him unconscious and he was airlifted to a hospital. The patient stated that the pump was removed by ems. The patient was unable to provide any information regarding his first 3 days in the hospital since he was unconscious. When he regained consciousness, the patient remembered that he was treated with injections. The patient was discharged from the hospital on (B)(6) 2011, with a bg level of "58 mg/dl." It was noted that the patient had blood clots during the hospitalization. The pump's alarm history showed an auto-off alarm on (B)(6) 2011, at 1:14 am. The patient was unable to remember getting the alarm. The animas representative involved in this contact was unable to check the pump's tdd history since the device's settings had gone back to default and was showing 0 units. The pump's battery had been removed from the device for several days. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he was hospitalized for dka. However, the patient was unable to provide any information leading up to his alleged injury. It is unknown at this time if the pump contributed to his injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be miscolored.